Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The backplane circuit board along with the power supply ps-2 were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that upon initialization the system 9800 displayed poor images and intermittently would display no image after x-ray. There was no adverse patient involvement reported. There was no patient information reported.